Event description:
While aspirating the pump during a pump refill, the healthcare provider (hcp) felt the connection between the needle and tubing was faulty because he didn't get "good suction" and states he was seeing bubbles right away when aspirating. While the hcp was adjusting the tubing and needle, he pulled the needle out of the reservoir. He injected approximately 2-3 ml of drug (baclofen 500 mcg/ml) into the pump pocket. The hcp opened another refill kit and aspirated pump. The hcp then finished refilling the pump. The patient had some edema and redness at the pocket site, but was otherwise fine and wanted to go home. The hcp was concerned about allowing the patient to leave. The pump was delivering baclofen (500 mcg/ml at 75 mcg/day). Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 8551, product type accessory. (B)(4).

Event description:
It was reported the patient is doing well and continuing to receive effective therapy.